Event description:
Customer experienced a diabetes-related issue that led to an emergency room visit and hospitalization, including a stay in the intensive care unit (ICU), starting on (B)(6) 2025. The highest reported blood glucose level related to the incident was 538 mg/dl, indicating significant impact. Customer attempted to resolve the issue by administering a bolus via the pump and was subsequently treated with IV saline and insulin at the hospital, although this did not fully resolve the issue. A system check confirmed the pump was functioning as intended, and the customer was released from the hospital on (B)(6) 2025, with no permanent damage reported.